Event description:
It was reported that the patient was 'not feeling stimulation' at the time of report. It was further reported that the patient had previously fallen and broken her leg. Following the fall, the patient reported she was 'not certain that the stimulator was working.' It was noted that the patient was going to the bathroom 'frequently' and had gone 'six times' during the night prior to report. The patient additionally noted that she was 'not getting a reading' from the implantable neurostimulator's (ins) 'icon.' It was further stated that the patient was unable adjust her ins 'both with or without antenna attached.' The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va00dvr, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).